Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per subsequent e-mail, according to the surgeon, ¿the four implantable ts were left in situ, where the body will likely capsulize them, not causing a major issue,¿ therefore, micro-motion/migration of the implantable anchors is unlikely. It was reported, the surgeon cut the sutures and removed them from the retained devices. No reported harm has been alleged to the patient because of this reported incident. Based on the information provided, the procedure was successfully completed with non-significant delay using a competitor¿s device in the same hole. Therefore, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee procedure, the fast fix simultaneously deployed both anchors, t1 and t2, upon the first deployment action through the meniscus, not leaving a second anchor to be place. The ts remained in situ, the suture was cut and removed. The procedure was successfully completed with non-significant delay using a competitor device. No other complications were reported.